Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 490 mg/dl. The auto mode status screen shows sensor not ready. The customer treated with the insulin pump. Troubleshooting was done for auto mode, unable to enter auto basal and declined for high blood glucose. The reservoir will not be returned for analysis.